Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported following flap creation an area around three o'clock on the temporal side where the side cut was partially created. The physician was able to score and lift the flap edge while breaking through some small tags from the superior nasal side of the hinge all the way to this area and partially lift the flap. Once the flap was partially lifted a beaver blade to release the flap edge that was partially created and was able to fully lift the flap for the excimer treatment. After the treatment the flap was returned with no other issues.

Manufacturer narrative:
Additional information provided. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).